Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the (B)(6). One complaint was received during this report period. The investigation is currently pending. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction event which is associated with the use of the device in terms of user experiencing difficulty to take out or get rid of a device and/or device components, even if the operation is being performed according to labeled instruct. Patient information was not confirmed for this event.